Event description:
Device malfunction: balloon broke [rupture]. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the "balloon broke" [ruptured]. There was no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.